Event description:
It was reported that approximately six weeks after a routine device replacement the patient developed a pocket infection. Additional information was received which reported that along with the pocket infection the patient was diagnosed with methicillin-sensitive s taphylococcus aureus (mssa) bacteremia. The implantable pulse generator (ipg) and leads were explanted and a temporary pacing lead was placed until the system was replaced six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant product: 5568-45 lead, (B)(6) 2000. (B)(4).